Manufacturer narrative:
H4: the device was manufactured from october 16, 2018 - october 17, 2018. H10: the actual device was evaluated. A visual inspection was performed using the naked eye which found fluid inside the bag that contained the sample. When the unit was removed from the bag, the cause of fluid inside the bag was found to be the untightened blue winged luer cap. Functional testing was performed by filling the device with green colored water. After fill and prime, the blue winged luer cap was hand tightened. Thereafter, the sample was monitored until the next day and no signs of a leak were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a leak was observed between the luer adaptor and blue winged luer cap in one large volume infusor. This occurred during filling. There was no patient involvement. No additional information is available.